Manufacturer narrative:
The impella cp was not returned to the manufacturer for evaluation, as the pump was discarded after use. The automatic impella controller logs were returned for analysis. The analysis confirmed this event, and showed that 3 hours into the case a sudden drop in motor current occurred despite no change in p-level. It is likely that an acute occlusion of the cannula occurred at this time, as the clinical account confirmed good positioning and adequate patient volume. The occlusion may have been due to a kink in the cannula or a biological obstruction, but this could not be determined as the pump was not returned for evaluation. There is no known history of impella contributing to heart block, and the development of this condition was most likely unrelated to the impella device.

Event description:
The complainant reported that an impella cp was placed on a (B)(6) male patient on (B)(6) 2018. During patient support suction alarms occurred. During the night suction alarms occurred when running the pump above p-2. An echo revealed that the inlet was 3.3 cm below the aortic valve, and the position was adjusted to resolve the suction. It was then confirmed with echo that there was good positioning and adequate patient volume, although the suction issue was not resolved. The patient's act was between 160-180 seconds for the duration of the case. The physician noted that there were no signs of patient hemolysis. Because the patient was stable, the decision was made to leave the pump at p-2. No pressors were administered to the patient. On the morning of (B)(6) 2018 the patient had runs of ventricular tachycardia, and the patient developed a third degree heart block and quickly decompensated. Stability could not be regained as the patient coded and expired due to the heart block while on impella support. The pump was checked for clots on explant and none were found, and the pump was then discarded.